Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 429 mg/dl. Customer was asked if she liked to trouble shoot for high blood glucose and no delivery but she said she did not have extra infusion sets to change to after trouble shooting. The customer stated no delivery alarmed occurred during bolus delivery. The customer does not give further information on high blood glucose levels. The pump will not be return for analysis.